Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. This observation occurred at a healthcare facility in japan, prior to point of use. There was no impact to a patient or end user. The device was not returned to cirl for an evaluation and the customer did not supply a photograph of the product, therefore, this complaint can only be confirmed on customer testimony. However, it may be noted that the stent would not have left the manufacturing facility in a damaged state. According to the IFU step 4, the user is also instructed to advance the guiding catheter and/or pushing catheter in short 1-2cm increments until the stent is in the desired location. If excessive force was used during advancement this may have attributed to the kink; however as operational conditions are unknown this cannot be conclusively determined as a contributory factor. A definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. It may be noted that according to the instructions for use the user is instructed to: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use¿. Prior to distribution all zebd-7-10 devices are subject to visual inspection to ensure device integrity. These inspection checks are outlined in internal procedures in place at cirl. Complaints of this nature will continue to be monitored for emerging trends.

Event description:
This report forms part of a retrospective review of open complaints for a new malfunction precedence for this device family established on 18-jul-2017: 'stent kinked/bent'. The user carefully straightened the pig tail of the stent using a straightener and attempted to advance over a wire guide (olympus' visiglide / size unknown) but the wire guide would not pass through the stent lumen due to a kink of the pig tail. It was replaced with another one to complete the procedure.